Event description:
During a procedure, the cutter would not turn off. Foot pedals were exchanged. There were no pt problems. When the footpedal was taken apart by the biomedical engineer at the facility, the solenoid, as well as many other parts, was corroded with balanced salt solution.